Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion was located in a very calcified right coronary artery (rca). They were trying to get the 24 x 2.50mm ion stent to a distal lesion, but they could not cross the lesion. They removed the stent to dilate the lesion a little more. As they were moving the stent through a very tight ostial lesion, the stent got caught and a stent strut was lifted. They removed the stent and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: received product consisted of a taxus element/ion monorail stent delivery system (sds) and stent. The balloon was tightly folded with the stent positioned between the markerbands. The first eight rows on the proximal edge were stretched proximally. Further inspection presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent damage occurred. The lesion was located in a very calcified right coronary artery (rca). They were trying to get the 24 x 2.50mm ion stent to a distal lesion, but they could not cross the lesion. They removed the stent to dilate the lesion a little more. As they were moving the stent through a very tight ostial lesion, the stent got caught and a stent strut was lifted. They removed the stent and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.